Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device suture reload was loaded onto the device the needle fell out. There was no patient injury. Additional information has been requested but not yet received.

Event description:
The last known patient status is "no issues."

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device. A needle was returned with the instrument. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the instrument. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. The instrument was found to function properly in loading and toggling both in media and without media. No difficulty was experienced loading, unloading or toggling the device. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the engineering analysis of the device found the device measurements are within specifications. Engineers were able to replicate the jaws sticking condition when the slide toggle lever is not fully forward but the reported condition could not be confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.